Manufacturer narrative:
H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: no product returned. Ppae/embolism: the cause of the injury was not determined due to insufficient clinical details. Device history lot: device lot: 1945089 device history review: this pump sn (B)(6) passed all post sterile inspection checks

Manufacturer narrative:
This report is being submitted to provide medical safety/clinical review and to correct previously reported h6 health effect - clinical coding. The following clinical codes were incorrectly reported on the initial MDR: e050304 (thromboembolism). E0514 (thrombosis/thrombus). E0133 (stroke/cva). Upon internal review, these codes were determined to be inaccurate. Corrective action: these codes have been removed. E0503 (embolism/embolus) has been added as the appropriate clinical code. Medical safety/clinical review: medical safety/clinical reviewed the event. The patient was a 21-year-old with a known history of prolonged qt syndrome. At age 16, the patient was offered an implantable cardioverter-defibrillator (ICD) but declined. The patient experienced a witnessed collapse at home, at which time cardiopulmonary resuscitation (CPR) was initiated, and emergency medical services (ems) were contacted. The patient was defibrillated twice and return of spontaneous circulation (rosc) was achieved after approximately 15 minutes of CPR. The patient¿s neurological status at that time was unknown. Upon admission, the treatment plan included initiation of impella mechanical circulatory support (mcs) to allow for neurological assessment and determination of further treatment strategy. An impella cp device was implanted. Approximately two days after initiation of impella support, a report of a ¿fat¿ embolism was noted in the continuous renal replacement therapy (crrt) circuit; this finding was not associated with the impella device. The patient¿s neurological status was subsequently assessed and determined to be poor, with recovery considered unlikely. Following discussion with the care team, the family elected to withdraw life-sustaining measures, and the patient expired. Based on the available information, the patient¿s underlying medical condition and prolonged resuscitation are likely contributors to the outcome of death. Per the reporting customer, the event was not considered related to the impella cp device.

Event description:
The complainant reported that during continuous renal replacement therapy (crrt), a large fat embolus was observed. After this event, a neurologic assessment was performed. The patient¿s pupils were found to be dilated and fixed, indicating a severe and potentially irreversible neurological change. Care was withdrawn.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Additional event narrative: a 21-year-old male with a history of long qt syndrome experienced a witnessed collapse at home. Bystander cardiopulmonary resuscitation was initiated immediately, and emergency medical services achieved return of spontaneous circulation after approximately 15 minutes of CPR. The patient was admitted with an uncertain neurological status, and an impella cp device was implanted on day 1 to provide hemodynamic support during ongoing neurological evaluation. During hospitalization, the patient required continuous renal replacement therapy (crrt). On day 3, clinical staff reported observing a "large fat embolus" within the crrt circuit. This finding was assessed as unrelated to the impella device. A subsequent neurological examination revealed fixed and dilated pupils, and further evaluation indicated a poor likelihood of neurological recovery. After discussion with the care team, the family elected to withdraw life-sustaining treatment, and the patient expired later that day. Based on available information, coding has been updated in section h6. Manufacturer's reference number: (B)(4).